Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the noise that was observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was successfully positioned. However, while tying down the implanted right atrial (ra) lead, noise was observed on the rv channel of the pacing system analyzer (psa). The psa cables were replaced but the noise did not resolve and the noise was still present when the lead was connected to the device, so the rv lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was successfully positioned. However, while tying down the implanted right atrial (ra) lead, noise was observed on the rv channel of the pacing system analyzer (psa). The psa cables were replaced but the noise did not resolve and the noise was still present when the lead was connected to the device, so the rv lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.